Event description:
It was reported that a patient enrolled in a clinical study underwent left total knee arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2014 due to loosening and pain as a result of bending the knee too much. All components were removed and replaced with a competitor knee system.

Manufacturer narrative:
Manufacture date ¿ 12/2013. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014- 08049).